Event description:
It was reported that the screw broke during procedure. No patient injuries reported.

Manufacturer narrative:
One 72201776 biosure ha 8x25mm screw received. The complaint was opened for the screw fracturing during implantation. The procedure was listed as: ¿cross ligament reconstruction¿. Dimensional inspection verifies that this is an 8x25mm product. Visual inspection reveals the proximal threads are compressed and rolled. The distal threads are becoming sliced from guidewire interference. It is not known whether a starter was used. No root cause related to the manufacturing of this device can be confirmed.